Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: date unknown, as information was requested but not provided. Section d4 serial number: unknown/not provided section d4: UDI #: a complete UDI # is unknown as product serial number was not provided. Section d6a - implant date: not applicable. Veritas is not an implantable device. Section d6b - explant date: not applicable. Veritas is not an implantable device; therefore, not explanted. Section e1 - first/given name: unknown, as information was requested but not provided section e1 - email address: unknown / not provided section e1 - telephone number: (B)(6). Device evaluation: the settings were adjusted by a company representative and the surgeon is satisfied with the new settings. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h4 device manufacture date: unknown as the serial number was not provided all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the surgeon experienced difficulties with the phaco settings on the veritas phaco machine, that had been adjusted on site by the responsible phaco specialist. The surgeon was unable to manage these settings, which resulted in 18 capsular ruptures, necessitating the implantation of an ar40 lens in each case. The complications were attributed to inappropriate veritas settings, as the surgeon encountered a very unstable anterior chamber, was unable to work through the lens effectively, and had to use an extremely large amount of phaco energy. Additionally, when the tip was occluded, the vacuum dropped sharply. The settings were subsequently adjusted by the reporting territory manager, after which the surgeon was satisfied with the new configuration. Previous settings: peristaltic pump, aspiration: 34 cm/min (linear), vacuum: 380 mmhg (linear), output: 55% (whitestar on, short pulse, linear), bottle height: 95 cm, pump ramp: 60%, occlusion mode: on, occluded: 35 mm/min, 50% panel, foot pedal position 2: narrow band. (Position 1: irrigation on, very wide) adjusted settings as follows, based on the territory manger's expertise from my previous position as a phacoemulsification specialist: peristaltic pump, aspiration: 37 cm/min (linear), vacuum: 450 mmhg (linear), output: 55% (whitestar on, linear), bottle height: 95 cm, pump ramp: 70%, occlusion mode: off, foot pedal position 2: wider range for better vacuum control. Occlusion mode was deactivated because the surgeon's technique relies on an occluded tip. The surgeon could not immediately identify individual patients affected by these complications, and further case identification would require a detailed review of records from the past three months. No additional information was provided. This case is for patient 12 of 18. Separate reports will be submitted for the other patients.